Manufacturer narrative:
The insulin pump had minor scratched lcd window, loose drive support disk, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was a crack in the casing. The caller also mentioned that the drive support cap appeared to be damaged; the entire drive support cap was detached from the insulin pump. The caller did not know how the anomaly occurred. The patient's blood glucose at the time of incident is unknown. The insulin pump will be returned for analysis.